Event description:
It was reported that the total parenteral nutrition (tpn) 660ml bag, intended to infuse at 33ml/hr., finished early. The infusion was started on (B)(6) 2023 at 1623 but the bag was found empty at 2100. It was also reported that another infusion, omegaven 2.83ml/hr., was infusing at the time tpn was running. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the total parenteral nutrition (tpn) 660ml bag, intended to infuse at 33ml/hr., finished early. The infusion was started on (B)(6) 2023 at 1623 but the bag was found empty at 2100. It was also reported that another infusion, omegaven 2.83ml/hr., was infusing at the time tpn was running. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Not applicable. Device evaluated by bd.